Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition was confirmed. An assessment was performed, and it was observed that the device had a hole in the hose by the muffler (failed visual test) and the rpm was below manufacturing specifications (failed rotational speed test). During repair it was observed that the vanes were causing the device to run below specification. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the cord by the connection piece that goes into the machine. During in-house engineering evaluation it was observed that the rotations per minute (rpm) were below manufacturing specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.